Event description:
The end user wife states the caster bearings have gone bad. She states the chair is her husband's and it is making a clunking noise in the front.

Manufacturer narrative:
Follow up to be sent if additional information is received.